Event description:
The pt called lifescan and alleged that their meter was prompting an error 2 message. Medical affairs spoke to the pt's family member and obtained/verified the following info: the pt was unable to test on their meter for two weeks. They reported that the pt is always reading high. They stated that their physician had recently made some changes to their insulin because of the high results. On the day that the pt went to the hosp, they were feeling high, but they could not obtain a result and was unsure about the amount of insulin to take. They went to the hosp and the result was between 300-400 mg/dl. They were given their own insulin and released. The pt was using the correct technique and the test strips were in good condition. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction, and there is evidence that the meter contributed to the serious injury of hyperglycemia. The pt's treatment may have been delayed due to the pt being unable to obtain an actionable result. A replacement meter and test strips have been sent to the pt.a